Event description:
It was reported that low impedance was observed. An episode showed an acceleration from atp into the vf zone. The patient then received three ineffective shocks. The patient felt dizzy. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported low impedance could not be confirmed in the laboratory. The device was tested on the bench and on the automated test equipment system. The high voltage lead impedance measurements were normal throughout testing. No anomalies were detected and the device met all specifications.